Event description:
It was reported the patient has lost weight. As a result, the patient's ipg has migrated causing pain at the ipg site. In addition, the patient needs an MRI performed and she is considering surgical intervention to have her scs system removed. The patient will consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.